Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: impressions: left total hip arthroplasty with superior and likely posterior dislocation. Incomplete implementation of the femoral component within the proximal femur. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: (B)(6) femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length lot #: 65737202. (B)(6) g7 neutral e1 liner 36mm e lot # 7351408. (B)(6) g7 osseoti 3 hole shell 52mm e lot # 7506421. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00211. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 26 days post implantation due to a dislocation of the liner from the head that resulted in the stem dislodging out of the canal half-way. There is no additional information available at the time of this report.